Event description:
It was reported that an air embolism occurred. An expo guide catheter was selected for treatment of the target lesion. During the procedure, the patient experienced an air embolism which led to ischemia, st elevations, and severe pain. The patient was sent for a mechanical thrombectomy procedure, and was able to fully recover following an ICU stay. Despite these patient complications, the procedure was able to be completed as planned.

Manufacturer narrative:
D4 unique identifier (UDI#): details product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. G1 MFR address: (B)(6).